Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. According to the IFU, key anatomic elements that may affect successful exclusion of the aneurysm include a proximal aortic neck angulation < 60°. Adverse events that may occur and/or require intervention include, but are not limited to component migration, occlusion of device or native vessel and endoleak.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore excluder® aaa endoprostheses. According to the report, the trunk-ipsilateral leg component was deployed just distal to the left renal artery, within a reversed tapered and severely angulated (~90 degree angle) proximal neck. It was reported, during deployment of the contralateral leg component on the patient¿s left side, the trunk-ipsilateral leg component moved distally more than 5 mm and covered the right internal iliac artery. The reported cause of the distal movement was due the patient¿s proximal neck anatomy. Reportedly, the physician elected not to perform an additional procedure to treat the unintentional coverage of the right internal iliac artery. Intra-procedural imaging identified a severe proximal type I endoleak, reportedly caused by the distal movement of the trunk-ipsilateral leg component in the angled neck. According to the report, three aortic extender components were implanted for proximal extension. The endoleak was reported to have lessen, but remained unresolved. It was reported, the physician will continue to monitor the endoleak. The procedure was concluded with no further adverse events reported and the patient tolerated the procedure.